Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 104254948 showed that all manufacturing and quality checks were conducted with successful results. The device was returned dehydrated in an outer carton box; lens was placed in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and was found to be torn in the optic area, possibly due to explantation. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were visible traces of ovd residue inside the chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +21.50 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 2nd october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a crack was observed in the optic necessitating lens explantation and exchange.

Event description:
On 2nd october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a crack was observed in the optic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 104254948 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.